Event description:
The caller stated that he had a 6defentracheostomy tube, whose pilot balloon developed a leak after 2-3 days of use. The issue was noticed because, the ventilator alarmed due to the tracheostomy tube not sealing. The incident required re-intubation. The tracheostomy tube was pre-tested before use. The exact amount of pressure used to inflate the cuff is unknown, but they use a minimal leak technique to inflate.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.